Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident from the 1st to the 3rd distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood and/or contrast in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity coronary drug eluting stent was attempted to be used. There was no damage noted to the device packaging and no issues noted when removing the device from the hoop. It was reported that the stent failed to cross the lesion. No patient injury reported.